Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately calcified, 90% stenosed lesion with no tortuosity in the proximal left anterior descending. Reportedly, following stent deployment, the 2.5 x 12mm rx trek balloon catheter was advanced for post dilatation. The balloon ruptured during first inflation at 8 atmospheres for 1 second. There was no resistance during advancement or retraction of the device. A non-abbott balloon catheter was used for successful post dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.